Event description:
The customer tested his blood glucose and received a reading of 160 mg/dl using his contour meter. He retested using another meter and received a reading of 71 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer only had 1 test strip left, so no product will be returned for evaluation.